Event description:
It was reported to philips that the system was not booting up. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system by connecting with the customer remotely and confirmed that the system did not start, and ups (uninterrupted power supply) showed 0 v error message. The ups was manually set to bypass, disconnected from the power supply, the ups was set ¿in line¿ mode and restarted, but the issue persisted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and the host pc, ippcs (image processing pc) and other components on phase l4 have no power supply. During troubleshooting, the fse found that the fuses before and after the ups in gpdu (power distribution unit) were defective. The fuses were replaced but it tripped again. Upon further troubleshooting, the fse found that the actual cause of the issue was defective pdu power supply. The fse replaced the pdu power supply. The defective pdu power supply was returned for further analysis. The cause of the power supply failure could not be conclusively determined by the supplier's part analysis, however the replacement of the gpdu power supply by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.